Event description:
It was reported that the patient experienced jolting sensations and increased charging of the spinal cord stimulation (scs) implantable pulse generator (ipg). It was noted that both scs leads displayed high impedances. The patients system was optimized however the issue persisted. The patient underwent a revision procedure in which the two scs leads were explanted and replaced with new leads. The ipg remains implanted. The patient is recovering as expected. The explanted devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: infinion? Cx. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 5155572. UDI: (B)(4). Brand name: infinion? Cx. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7079216. UDI: (B)(4).